Event description:
Pre-op director reported to (B)(4) on (B)(4) 2012 that hex tips on two screwdrivers broke off and one was still in the patient. It is not known from which screwdriver the tip that was left in the patient came from. The date of the event is not known.

Manufacturer narrative:
It is reported that two 227463000 hex tip screwdrivers were fractured at the tip and that the tip of one failed instrument remains in the patient. Examination is not possible as the instruments were not returned for examination. Multiple manufacturing lots were provided. It is not known which manufacturing lot fractured or what specific component of the instrument failed. The investigation could not draw any conclusions regarding the reported event. This product code, including known complaints, is monitored through depuy standard enterprise procedure (sep) 419; post market surveillance. A need to establish corrective action has not been identified. Continue to monitor through complaint trend analysis and sep 419. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).